Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with rash, redness, pimples, blisters, pustules and infection underneath sensor pod area. (B)(6) 2024 the patient was prescribed an unspecified oral medication. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).